Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level was unknown. The customer states the pump was exposed to magnetic field in MRI. The customer received motor position encoder error alarm. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump had a constant motor error alarm during the rewind test due to an out of phase motor encoder signal. The stop current and run current measurement tests were within specification. Unable to complete the functional testing, including the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the motor position encoder error alarm in the alarm history screen due to the motor error alarms. The pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.